Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. Failure anaylsis- complaint could not be verified (unconfirmed) per the evaluation. The 261221 perforator was found to meet all acceptance criteria - tested within specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the perforator did not stop and drilled through the skull into the brain. The event led to 15 minutes surgical delay.